Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited a rise in pacing impedance. The lead had been exhibiting pacing impedance measurements near 1700 ohms at implant. Several intermittent lv impedance measurements greater than 2,000 ohms were detected several months after implant. A chest x-ray was taken, and a clinician noted a couple of suspicious spots on the lv lead. The patient was brought back in clinic, where troubleshooting elicited lv impedance readings in the 1800-1950 ohm range. No adverse patient effects have occurred as a result of these observations. Approximately 30 months later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.

Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.